Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that " there are broken parts on the plastic." There was no reported patient involvement/adverse patient impact.

Event description:
It was reported to philips that the device there are parts broken on paddle tray. There was no reported patient involvement.